Manufacturer narrative:
B5: upon evaluating the device, the manufacturer's product support engineer (pse) was able to duplicate and confirm the reported problem. The pse replaced the touchscreen and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen flex circuit failed and required resistance testing. The high and out of spec resistance results are the reason for the touchscreen misalignment issue.

Event description:
Philips received a complaint by the customer on the v60 indicating that the upper left part of the touchscreen near the silence and alarm reset buttons occasionally did not respond well during pre-use checking in the medical examination (me) room, and although touchscreen calibration was performed, the issue remained. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, no medical intervention or delay in therapy was reported.

Manufacturer narrative:
(B)(6).